Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with a mentor memorygel breast implant 300cc and experienced right side capsular contracture baker grade iii. As a result, the patient will undergo removal and replacement with mentor gel breast implant on (B)(6) 2020.

Manufacturer narrative:
On 3/10/2020, a manufacturing record evaluation (mre) was performed for the finished device number 7513694, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).